Event description:
It was reported that the user attempted to scan an existing freestyle libre 3 plus sensor that was already active and paired to another device and could not connect to the ilet pump; education was provided that a new sensor would be required for successful pairing. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact on clinical status and no alerts or alarms. User support included remote technical assessment and user-guided troubleshooting with education on proper setup and sensor pairing workflow. Investigation of this case revealed that the sensor could not be used with the replacement pump because it was already in use on a different device, consistent with expected interoperability and pairing limitations; the ilet pump and app functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup issue related to attempting to pair an already-active sensor from another device.